Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 11 may 2026 an unknown 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f torqvue delivery sheath for a left atrial appendage (laa) closure. During the procedure, the left atrial pressure was greater than 12 mmhg. Heparin 10,000 units was administered, and the activating clotting time (act) was between 250 and 300 seconds. Transseptal was made at the inferior mid location. The wire was positioned in the upper pulmonary vein. A mild effusion was noted in the transverse sinus at the time of implant. The amulet disc was sitting in a proximal outpouching with minimal interaction with the transverse. The device was implanted. Protamine was administered. On (B)(6) 2026, the patient returned to the hospital with chest pain. Imaging confirmed a worsening pericardial effusion near the left and right ventricles. The patient was taking anticoagulants. It was decided for the patient to be taken off anticoagulants and re-admitted to the hospital for monitoring. The pericardial effusion was resolved with medication and observations at follow up. The patient status was stable. The physician believes the pericardial effusion was worsened by the amulet device.